Event description:
After the implant procedure was completed, the patient developed hematomas at both the chest and neck incision sites. Physician brought the patient back into the operating room, evacuated the hematoma, and closed.